Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A crw precision arc system malfunctioned and was described as; in an attempt to place the intracranial probe, the fiberoptic was adjusted to mechanical zero outside the cranium, the wavelength reading was confirmed by watching the monitor and gently manipulating the fiberoptic to ensure fiberoptic was patent for reading. After putting the fiberoptic through the bolt, the intracranial pressure (icp) reading climbed immediately to 200 mmhg and the error messages came on the screen. The fiberoptic was removed and the former manipulations were again done out of the cranium to ensure patency and mechanical zero. This was normal but again another the was made to place through the bolt pressure again and it was unreadable. The surgeon revised the probe to another 1104b which was successfully placed with readings of 25mmhg and with good waveforms.